Event description:
Device 1 of 2 reference MFR report: 1627487-2015-15204 it was reported the patient experienced ineffective and positional stimulation. The right lead is providing stomach and rib stimulation while the left lead is only able to provide stimulation to the lower back and leg area. Diagnostics indicated impedances within normal limits. Surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.